Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history log for this device showed that the pad-pak was first installed on the (B)(6) 2008 and that it had performed to specification up to the (B)(6) 2011. On the (B)(6) 2011 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2011 the device failed an additional self-test due to a low battery but later on that day the device was power cycled passing a self-test. The device performed all self-tests up to the (B)(6) 2011. On the (B)(6) 2011 an increase in voltage suggests a further pad-pak was installed. The device successfully performed all weekly auto self-tests up to and including the last log entry on the (B)(6) 2015. During this time the device records 117 manual power ups mainly under one minute duration and several of which contain nonsensical durations. The device user accessible memory was erased prior to the (B)(6) 2015. Investigation found that this fault can be attributed to membrane failure. There were no ten minute manual power ups but there were 117 manual power ups mainly under one minute duration. This may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button and then by pulling the pad-pak. The fault was witnessed during the investigation. The fault could not be replicated with a known good membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.